Manufacturer narrative:
Covidien reference number: (B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the analog interface (ai) printed circuit board (pcb), which resolved the reported issue

Event description:
It was reported that the ventilator entered an inoperative condition. There was no reported patient involvement there is no report of death or serious injury associated with this event.